Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 8 days post implant of a cardiac resynchronization therapy defibrillator (crt-d) system, the patient complained of left arm pain. Two days later the patient presented with a mild constant pain that was worse with manual pressure and swelling in the left arm. An ultrasound of the paint's left arm showed an acute thrombosis in the left subclavian vein. The patient was treated with heparin and the cardiac resynchronization therapy defibrillator (crt-d) system remains in use. The patient is a participant in the (B)(4) clinical trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.